Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 9.6 mmol/l at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to leave the battery out of the insulin pump for two hours to ensure any residual or possible esd within the insulin pump has dissipated. The customer was advised to monitor their blood glucose carefully during this time and to revert to backup plan. The customer was advised to call back if the display does not return after waiting two hours and reinserting a fresh battery. The insulin pump will not be returned for analysis.